Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display and it recurred. The customer stated that, they had an issue with insulin pump, the insulin pump does not turn on since and, has been frozen for more than 2 hours. The also stated that, they were unable to clear the alarm successfully. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
After battery installation, device powered up with a frozen screen due to moisture damage electronic assembly. Unable to perform the displacement, sleep current measurement, active current measurement, and self-tests or verify critical pump error due to the frozen display.